Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to leaking o2 dosing proportional valve. Vyaire medical shipped parts order request.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The customer stated that they had a step by step troubleshooting per service manual. It is visible on log screenshots, that there is an o2 flow of 3 lpm when the o2 dosing valve is closed and the safety valve is open. The o2 dosing valve is suspected leaking and needs to be replaced. No exact root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us presenting no o2 dosing possible technical failure prior patient use. Furthermore, there was no patient associated with the event.